Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and keypad anomaly. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer was able to clear the battery out limit alarm, however unable to clear the keypad issue. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.